Event description:
It was reported that there was under-sensing on the right atrial (ra) lead channel of the cardiac resynchronization therapy defibrillator (crt -d) system during a stored atrial tachy response (atr) episode with atrial fibrillation (af). It was also noted that the atrial pacing signal was present on both the right ventricular (rv) lead and left ventricular (lv) lead channels, but those were not being sensed by the device. Technical services (ts) analyzed device episode data and the presenting electrogram (egm) and recommended reprogramming and x-rays, stating that it could be due to lead position or patient posture. No adverse patient effects were reported. Currently, the crt-d system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).